Event description:
On (B)(6) 2011, the pt was being treated for a (B)(6) dissection using a gore tag thoracic endoprosthesis. During the procedure, the physician intentionally covered the left subclavian artery. On (B)(6) 2011, the pt presented to the emergency room with extreme chest pain. A computed tomography revealed that the pt had a retrograde (B)(6) dissection from the previously implanted gore tag thoracic endoprosthesis. That same day, the physician implanted a dacron graft to rebuild the ascending aorta and a bypass procedure was performed to the pt's subclavian and carotid arteries. The pt tolerated the procedure, however, he was placed on a ventilator. On (B)(6) 2011, the pt was implanted with conformable gore tag thoracic endoprosthesis to bridge the previously implanted gore tag thoracic endoprosthesis and the dacron graft. The pt tolerated the procedure. Immediately after the procedure ended, the pt showed some emboli. An intervention was performed to remove thrombus from the pt's left anterior descending artery. The removal of thrombus was successful and the pt's cardiac function improved. The pt suffered from a cerebrovascular accident from some emboli. The pt's right side of their body was affected. The pt remained on the ventilator. On (B)(6) 2011, the pt was taking off his ventilator (per the family's request) and died due to multi organ system failure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt etiologies: acute and chronic dissections. Attempt(s) to acquire info required for this form were made by gore. Please note add'l devices implanted and related to this event: (B)(6).